Event description:
Reporter alleged discrepant results were obtained with the blood glucose monitoring device and a lab comparative. Reporter stated the device result for the patient was 80 mg/dl and lab value was around 1000 mg/dl. Reporter indicated the patient was admitted to the emergency room (ER) unresponsive and in possible diabetic ketoacidosis (dka). Reporter stated patient was treated based on the lab result due to reporter not believing device results and patient remains on insulin and unresponsive. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return o the suspect devife, however replacement was declined.